Event description:
The customer contacted baxter's technical service center (tsc) because the home patient had questions about bubbles in the line. The home patient (hp) stated that she was in dwell and she could see some little bubbles in the line. She stated they aren't gaps but like soda bubbles. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the air bubbles in the patient line. The hp reported that the issue was resolved, but did not know the cause of the air bubbles. Per hp, there were no loose connections, disconnections or defects on the supplies. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.